Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had sought medical treatment due to high blood glucose (bg) levels; the patient's bg levels reached 474 mg/dl while wearing the pod between 4 and 24 hours. The pod was removed prior to patient going to the hospital. The patient was diagnosed with hyperglycemia and high ketones, and was treated with saline solution. The patient was released after 6 hours. The patient also reported that she is currently on a mood stabilizing medication that contains glucose; due to the fact that she forgot to take this medication the night before the medical event, doctor believed this may have escalated patient's bg levels. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).